Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on (B)(6) 2011, an infection occurred in the right knee with the distal femoral replacement. An irrigation and debridement was performed with placement of removal cement beads. And on (B)(6) 2011, the patient had a removal of antibiotic beads, irrigation and debridement of right knee joint, revision right total knee replacement with right revision of distal femoral component tibial polyethylene, and bushings to address history of right distal femur resection and prosthetic routine hinged knee reconstruction giant cell tumor of bone, septic prosthetic right knee replacement, history of a fatigue fracture of distal femoral component trunnion. The indications for surgery include pain and swelling. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. (B)(4). The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2011, an infection occurred in the right knee with the distal femoral replacement. An irrigation and debridement was performed with placement of removal cement beads. And on (B)(6) 2011, the patient had a removal of antibiotic beads, irrigation and debridement of right knee joint, revision right total knee replacement with right revision of distal femoral component tibial polyethylene, and bushings to address history of right distal femur resection and prosthetic routine hinged knee reconstruction giant cell tumor of bone, septic prosthetic right knee replacement, history of a fatigue fracture of distal femoral component trunnion. The indications for surgery include pain and swelling. Doi: unknown, dor: unknown, affected side: right knee.